Event description:
The customer reported to baxter (B)(4) of a flo-gard IV solution admin set in which fluid was leaking from the set. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention in association with this event. It was noted by the customer that "the pack was sealed and on examination prior to use no visible faults were seen." No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. A visual inspection revealed two tiny cuts approximately 34cm from the upper part of the y injection site. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.